Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned; product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that after testing, she attempted to re-cap the needle but the needle broke; per the customer, she couldn't find the needles. The package had not been open or damaged when received by the customer. The customer did not mention how long she has been using the lancets. At the time of the call, the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets, and no medical intervention related to the use of the product was reported.